Manufacturer narrative:
Corrected data: d10 corrected/updated. The investigation is still ongoing.

Event description:
The patient never received heparin in the purge they exclusively use bicarb in the purge in this facility. Hematoma resolved with placement of a sandbag.

Manufacturer narrative:
B5 updated with additional information. D6b explant date provided.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 42-year-old male patient presenting with acute on chronic decompensated cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. An impella cp and extracorporeal membrane oxygenation (ECMO) were placed prior to escalation to the impella 5.5 device. ECMO remained in place during impella 5.5 support with ECMO being the primary hemodynamic support device with the impella being utilized for left ventricular venting. On the day of impella 5.5 implantation, a small hematoma was reported at the axillary insertion site. No interventions were required for the reported hematoma. Six days later, surgical bleeding was reported following conversion to central ECMO. The patient was noted to have substantial surgical bleeding following reconfiguration and subsequently returned to the operating room for washout. The chest was reported to remain open following the procedure. The provider stated that the bleeding was not related to the impella device. While on support, the impella 5.5 device was operating at performance level 4 with flows of 1.2 liters per minute. The purge solution consisted of dextrose 5% in water with 25 meq/l sodium bicarbonate. The patient remains on impella 5.5 support with no additional adverse events reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.